Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter was stuck on the guide wire. The 100% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling¿ balloon catheter was selected and inflated at 8 atmospheres (atms). During removal of the device, it got stuck on a unspecified guidewire. The balloon catheter and the guidewire were removed from the patient as one unit. The procedure was completed with a different device. No patient complications were reported and the patients status was good.